Event description:
Complainant alleged that during biomed testing, the devices display blanked out after a discharge of energy. Complainant indicated that there was no pt involvement in the reported malfunction.